Manufacturer narrative:
(B)(4).

Event description:
The customer called with further assistance with the 2018 adt reboot alternative workflow since they had one surveillance experiencing the reboot whenever attempting to discharge. There was no patient incident.